Manufacturer narrative:
Service was dispatched for this event. The au400 was not the source of burning smell. A circuit card on the ups connected to au400 had burnt. The field service engineer (fse) plugged the au400 to the wall power and verified the instrument operation. There was no damage to the au400 and the operation was not affected.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to smoke odor from au400 chemistry analyzer. The customer stopped the analyzer and called the fire department. There was no effect to patient or user.